Event description:
Caller tested 2.8 inr on the coaguchek s system while a comparison lab returned as 1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported to the aci sales representative that a (B)(6) female patient underwent a coronary intervention procedure (rca stenting) the week of (B)(6) 2010 (exact date unknown) in which the mynx device was used for femoral artery closure. During the catheterization procedure, iib/iiia was administered. Following the case, a femoral angiogram showed the sheath insertion to be at the bifurcation with disease in the vicinity of puncture. The physician proceeded to the use the mynx for femoral artery closure. No 50/50 contrast/saline mixture was used to prep the balloon for visualization during pullback. Following mynx deployment, there was an immediate hematoma. A femostop was placed and the patient was transferred to the floor. Later (exact timeframe unknown), the hematoma had developed to 10 x 30 cm and the patient's hgb had dropped from 11 to 4. The patient was sent immediately to surgery where active bleeding was noted at the access site and successfully repaired. It is unknown if the patient was transfused. The patient was transferred back to the floor. Later (exact timeframe unknown), the patient's leg was noted to be cold and blue with no distal pulses present. In addition, the patient's blood pressure had dropped. Due to a drop in blood pressure, the patient sustained multiple organ failure and subsequent death. The exact date of death is unknown. No further information was provided.

Manufacturer narrative:
The event occurred in (B)(6).